Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has a medical history of acute myocardial infarction. During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a non-tortuous and non-calcified lesion located in the lad exhibiting 100% thrombotic occlusion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device through the lesion and excessive force was not used during delivery. The following day post implantation of the stent, the patient presented with in-stent thrombotic total occlusion and experienced chest pain. It was reported that the patient developed vomiting and ventricular fibrillation after receiving dual antiplatelet therapy. It is indicated that there was a possibility that thrombus aspiration failed due to a resistance to heparin. Thrombus aspiration and balloon angioplasty (poba) were performed to treat the thrombus. The patient is reported to be alive in remission. Patient was on dapt prior to index procedure.

Manufacturer narrative:
Patient history: patient has a medical history of acute myocardial infarction, which occurred prior to stent implantation, and acs. Additional information: the device did not pass through a previously deployed stent. The patient had no stent implantation history. There were no issues during stent deployment. The stent was fully expanded. Ivus confirmed that the stent was sufficiently apposed. The previously reported ventricular fibrillation occurred after the chest pain. It was indicated that there was a possibility that dapt drug could not be absorbed by vomiting. Direct current was applied. It was assessed that there was no relevant patient medical history that may have made the patient more prone to a thrombolytic event. Dapt was not effective due to vomiting, which was considered to be the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.